Manufacturer narrative:
Ppae (tachycardia) : the root cause of the injury was not determined due to insufficient clinical details.

Event description:
Additional information received reporting "despite observed flow past the impella sheath during case break best practices and post impella implant, dr amit elected to place a prophylactic external fem-fem to ensure distal perfusion."

Manufacturer narrative:
B5. Additional event description added. D1. Brand name corrected. D4. Serial corrected.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A 70-year-old male with acute myocardial infarction-related cardiogenic shock was supported with an impella cp. During support, the patient received blood transfusion without active bleeding being reported. The course was complicated by coughing-triggered runs of supraventricular tachycardia causing hemodynamic instability that required adenosine, amiodarone (drip), lidocaine, and multiple cardioversions; the access site remained clean with a positive posterior tibial doppler signal. The operator placed a prophylactic fem-fem distal perfusion line despite detectable distal flow to minimize the risk of limb ischemia associated with large-bore femoral access; this represents preventive clinical management and the impella cp was not coded for ischemia, as the actions taken were only prophlactic. Due to the poor prognosis of the underlying disease, the decision was made to withdraw care and the patient expired. Death was conservatively coded to the impella cp while most likely to be caused by the underlying disease and unrelated to impella. The patient¿s tachycardic episodes occurred in the context of myocardial infarction related myocardial irritability and coughing while intubated, both recognized triggers of tachyarrhythmias; echo-guided impella repositioning was performed to maintain a mid-ventricular inlet position and mitigate any malposition-related ectopy, reflecting appropriate device management. The patient expired following family-directed palliative withdrawal of all support in the setting of refractory cardiogenic shock. Review of available information indicates death was rather related to the underlying critical clinical condition, with no evidence of impella cp performance issues.